Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") and pelvic discomfort ("discomfort") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort (seriousness criteria medically significant and intervention required) and malaise ("not feeling well"). The patient will be treated with surgery (she is scheduled for surgery to remove the coils). Essure treatment was not changed. At the time of the report, the pelvic pain, pelvic discomfort and malaise had not resolved. The reporter considered malaise, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: consumer is scheduled for surgery to remove the coils. Consumer requesting essure removed due to pain and discomfort. Doctor is not going to do a salpingectomy. She's just going to remove the coils. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.